Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was turned off on an unknown date due to phrenic nerve stimulation and a threshold anomaly. No additional information was reported.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.2 cm. Analysis was normal. No anomalies were found.

Event description:
New information noted that the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was fine before and during the procedure.